Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm upstream occlusion when the clamp was occluding the tubing during therapy (medication, programmed amount and delivery rate unknown). The pump was indicating that fluid was still flowing when it really was not. Any patient involvement, injury or medical intervention is unknown.